Event description:
It was reported that approximately 7 years and 5 months following the implant of this 22 millimeter transcatheter bioprosthetic aortic valve a transthoracic echocardiogram (tte) was performed and structural valve deterioration was identified. This was specific to an increase in the mean gradient of =20 mmhg from the first echocardiogram after the index implant procedure and a mean gradient of =30 mmhg. Patient symptoms were not reported. Three days later a valve revision was performed. During the valve revision a pre-dilatation of the medtronic valve with a 24 mm non-medtronic semi-compliant balloon was conducted. The simultaneous invasive peak and mean pressure gradients both measured 54. The left ventricular end diastolic pressure (lvedp) measured 22. A 26 mm non-medtronic valve was successfully implanted valve-in-valve. Following this implant the simultaneous invasive peak and mean pressure gradients both measured 0. As reported, there was none to trivial aortic regurgitation of the non-medtronic valve.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.